Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the no image and buttons are not working due to faulty circuit board, there was a bad rear cover, and a bad circuit. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the high definition liquid crystal display monitor has a power switch appearance defect; the front buttons are not working and there was no image. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can be presumed that it was caused due board failure. Olympus will continue to monitor field performance for this device.